Manufacturer narrative:
Concomitant medications: pre and post-procedure medications included synthroid, norvasc, atendol, beta blocking agents, calcium channel blockers. Intra-procedure included unfractionated heparin and integrilin. Pre, intra and post-procedure medications included aspirin and clopidogrel.

Event description:
The email received for the (B)(4) study indicated that the a 4.0 xb 6 french vista brite tip guide catheter was at the edge of the left main and injection into the guide catheter resulted in dissection of the ostium of the left main creating a flap and interruption of blood flow into the left coronary artery that happened to be left dominant. It was treated with a stent placement, intra-aortic balloon pump, balloon angioplasty, acls measures (chest compressions, atropine, epinephrine), emergent intubation and central line placement.

Manufacturer narrative:
The (B)(4) study reported that this patient experienced coronary dissection leading to cardiac arrest. The dissection occurred at the beginning of the procedure. The physician's cath dictation noted, "I elected to proceed with a 4.0 xb 6-french guide catheter. The guide catheter was at the edge of the left main and injection into the guide catheter resulted in dissection of the ostium of the left main creating a flap and interruption of blood flow into the left coronary artery that happened to be left dominant." The study (B)(4) confirmed that the dissection was not related to the sheath, wire, stent, etc; thus, there was no relationship to any of the cordis devices. He added that although he cannot definitively prove it, it was more related to the hand-held injector. It was treated with a stent placement, intra-aortic balloon pump, balloon angioplasty, acls measures (chest compressions, atropine, epinephrine), emergent intubation and central line placement. No additional events were reported. The product was not returned for analysis. A review of the manufacturing records could not be done without a lot number. Vascular dissection is a potential adverse event associated with all angiographic procedures. Review of the available information suggests that some procedural factors may have contributed to this event. No actions will be taken at this time.